Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Display connector board to display cpu board cable and display connector board to display 15 position mold cable were replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information is available. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in system shutdown during a case. There was no patient injury.